Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Confirmed pump alarmed insulin flow blocked alarm in the pump downloaded history on 05/27/2025 08:40:52.000 during bolus, 05/27/2025 08:44:15.000 during bolus, 05/27/2025 09:00:23.000 during rewind, 05/27/2025 09:01:56.000 during rewind, 05/27/2025 12:17:46.000 during bolus, 05/27/2025 12:25:14.000 during bolus, 05/27/2025 13:56:44.000 during bolus and 05/27/2025 13:58:35.000 during bolus. Pump was cut to perform visual inspection and found evidence of moisture damage on the motor. The following were noted during visual inspection: dried insulin - motor slide, cracked case, scratched case, broken battery tube threads and cracked case (battery tube). No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. However, found dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-332a, mmt-399at. Troubleshooting was partially performed. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-mmt-1715kl was requested for return. No product return is required for mmt-332a, mmt-399at.